Manufacturer narrative:
Patient height reported as (B)(6). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) / packaged by: (B)(4) - manufacturing date: march 26, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a post-lateral fusion procedure at levels l3-s1 with expedium and matrix implants on (B)(6) 2016 in order to treat an l3 burst fracture. During final tightening of a matrix snap-on transconnector, the t15 driver tip kept jumping out of the screws that were part of the transconnector implant. The surgeon was able to successfully complete the surgery with the same instrument. No delay or patient harm was noted. Upon examination of the driver following the procedure, it was noticed that the instrument had stripped. Concomitant device(s) reported: titanium snap-on transconnector (part: 04.633.347 / lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the distal driver tip was found to be worn. The very distal tip of the stardrive is twisted approximately 10-15 degrees in the direction of screw insertion. The distal flat face is no longer flat as material has rolled over in 2 locations creating a rough distal flat surface. This failure mode would inhibit proper device functionality as described in the complaint description. No definitive root cause was able to be determined however the failure mode is typically associated with the application of excessive force and/or use while not fully seated in the drive recess. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection under 5x magnification, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The locking stardrive screwdriver shaft t15 (03.632.052) is noted in both the matrix deformity and matrix degenerative system technique guides. In both instances the device is one of two drivers utilized for the tightening/loosening of screws with t15 drive recesses (the other being 03.632.055). Within the matrix system the screwdriver shafts are utilized for rod connectors, snap-on transconnectors and parallel-connectors. The returned instrument was examined and the complaint condition was able to be confirmed as the distal driver tip was found to be worn. The very tip of the stardrive is twisted approximately 10-15 degrees in the direction of screw insertion. This failure mode would inhibit proper device functionality as described in the complaint description. No definitive root cause was able to be determined however the failure mode is typically associated with the application of excessive force and/or use while not fully seated in the drive recess. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.